Event description:
Information received by medtronic indicated that the user received system notice messages 22405 (the balloon is not sufficiently inflated) during a cryoablation procedure. One successful ablation had been performed prior to the system notice messages. The catheter and coaxial umbilical cable were replaced and the issue was not resolved. Technical support was contacted and a field service visit was recommended. No patient complications were reported. Reportable based on investigation completed 03/03/2015.

Manufacturer narrative:
The reported issue has been confirmed by field service engineering. The console failed the inspection due to a defective low pressure regulator.